Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received new insulin pump but it did not power on and also tried 2 new batteries but the display stayed black. Customer's blood glucose level was 7.4 mmol/l. Customer also stated that the battery cap had no issue. The device will not be returned for analysis.